Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they thought the device was depleted. The patient had change in symptoms on the day of this report and was not themselves: sleeping and drooling more and lethargic. The ins recharger (insr) showed the ins was half full, but the programmer indicated the device was off. There was initially poor communication when checking the ins, but repositioning the programmer antenna resolved the issue. The device was turned back on, and it was confirmed that the programmer read ¿on and ok.¿ it was also reported that they were getting poor coupling while recharging. The coupling boxes were seen at the bottom of the insr screen, but none of them were filled. Moving the antenna around did not resolve the issue. A nurse was also trying to help them adjust it. Turning the dial through all four positions resolved the poor coupling and 8 coupling bars were achieved. No further complications are anticipated.